Event description:
Meter was prompting an error 1 message. The pt stated that their meter was not working. They reported feeling nauseous and being taken to the hosp. Their blood glucose was tested at the hosp and the result was over 55 mg/dl. They were treated with an IV for high blood glucose. The pt stated that the correct testing technique was used and that the battery compartment was in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, however, there is evidence of the meter contributing to a serious injury. It would have been helpful to know: how long the pt was unable to test on their meter, if they had another means of testing, and if any medications were changed. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to more clinical info. A replacement meter is being sent to the pt.